Event description:
It was reported that the customer was hospitalized due to high blood glucose of 360 mg/dl. Troubleshooting was performed. The bolus, basal, and daily totals were correct. Ran a fixed prime and insulin was delivered without any alarm. Reviewed the alarm history and found several error alarms. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked case at display window corners.